Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer reset the pump before contacting technical support, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any further malfunction codes appeared. Customer acknowledged and understood the instructions provided.